Manufacturer narrative:
Pump analysis revealed no aomaly.

Event description:
It was reported that since the past couple months prior to this report, the patient experienced "increased symptoms". The pump was replaced but the catheter was found to be patent. It was later reported that the patient experienced an increase in spasticity prior to pump replacement. The patient was noted to be doing well. The pump was delivering lioresal 500 mcg/ml.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.